Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed. The stent was removed partially deployed and the procedure was completed using a covered metal stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be normal. Note: a photo of the complaint device was provided by the complainant and showed the axios stent was partially deployed outside the patient.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of axios stent partially deployed in the bile duct. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed and the outer sheath kinked at the luer section. Functional inspection was performed and the stent was able to be deployed without problems. No other problems were noted to the stent and delivery system. The investigation concluded that the reported event of stent partially deployed and the observed failure of outer sheath kinked were likely due to procedural factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the user, and/or normal procedural difficulties, limited the performance of the device. Therefore, contributing to the sheath becoming kinked, which resulted in stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: block h6 (device code) has been corrected.

Event description:
It was reported to boston scientific corporation on may 31, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a biliary drainage procedure performed on (B)(6) 2022. During the procedure, the stent could not be deployed. The stent was removed partially deployed and the procedure was completed using a covered metal stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be normal. Note: a photo of the complaint device was provided by the complainant and showed the axios stent was partially deployed outside the patient.